Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the endoscope instrument had a fuzzy view, and the eyes on the surgeon side console (ssc) had two separate images. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed was a da vinci laparoscopy, bilateral salpingectomy, excision, and endometriosis, cystoscopy. The image was fuzzy and in surgeon side console (ssc) 2 there were two separate images. The endoscope did move freely with uncontrolled motions. The event did not involve a reversed control of system arms. It was a 0-degree endoscope. The surgeon did confirm the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The endoscope and endoscope¿s adapter/base are still engaged/in sync/attached. There was damage observed on the endoscope¿s adapter/base such as a missing screw(s) or component.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The 0-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The endoscope was visually inspected and/or placed on in-house system and fa detected a camera module issue. Additional observation not reported by site: the endoscope was evaluated and was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.